Manufacturer narrative:
Concomitant medical products: dtba2d1 crtd, implanted: (B)(6) 2013; 5071-53 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent under sensing was noted on the right atrial (ra) lead atrial lead during atrial tachycardia / atrial fibrillation (af) episodes, during the blanking period. Early terminated episodes noted. The ra lead remains in use. No patient complications have been reported as a result of this event.